Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4634 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at facility, powerpicc solo catheter inserted (B)(6) 2021. To date (B)(6) 2022 during weekly management of PICC the nurse saw normal saline come from the exit site. The clinician decided to take out the catheter and was visible, at 8 cm, a clear lesion at 8cm on the catheter. The IV therapyis: carboplatino, gemcitabina (gemzar).